Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate via phone that during an acl reconstruction the surgeon heard the sound when the rgdloop adjustable stnd broke, the surgeon noted that the broken end was coarse and noted that the rgdloop adjustable stnd tensile force was low. The surgeon removed all the broken pieces from the patient and the procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during acl reconstruction surgery, when tighten the plate, heard one suture broken sound, noted the broken end was coarse, the surgeon suspect the suture, tensile force was low. No additional information could be provided. The complaint device was received and evaluated in raynham facility. Visual observations revealed that the white suture is frayed and cut, since a short piece of white suture was also received confirming the complaint. No other anomalies were observed with the returned plate. Possible hypothesis could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).